Event description:
The customer called for help with his meter. While troubleshooting, the customer performed normal control test and received a result of lo. The normal control range is 93-129 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.